Event description:
It was reported the device was used during a coronary artery bypass graft. It was reported the clip applier severed the saphenous vein during harvesting. Another applier was obtained to complete the case. The rep reports there was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, yes; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 17. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, yes; cycle applier, yes and lockout functional, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, no conclusion could be reached as to what may have caused reported incident "device jammed" during surgery. Applier was received in good physical condition. Instrument was examined and was found to be functional. Applier was cycled, fed, and formed remaining 17 clips within design specification and without incident. Clip gaps were measured and were found to be within design specifications. It was concluded that applier was conforming to design specifications. Each instrument is evaluated during assembly process to ensure that it functions properly.